Event description:
Customer reported multiple issues when using the coulter lh 500 hematology analyzer. The quality control results were out of range, error conditions of pc1 and pc2 were generated, flow cell errors on the quality controls, the monocyte % on the differential was too high on patient samples, and voteouts (an error condition) was obtained for differential and platelet parameters. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to user or patient treatment. The customer provided printouts for five patient samples to demonstrate the issues. Patient demographics for one of the five patients is provided in section a.

Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and discovered a dirty bsv (blood sampling valve) which needed to be cleaned. The fse stated that he cleaned the bsv inside and out as well as adjusted the diff pak lyse reagent delivery volumes resulting in a dramatic improvement in the quality of the quality control runs. The instrument generated pc1 and pc2 errors alerting the operator of an instrument issue.